Event description:
Patient had revision knee replacement for pain & stiffness. Attune primary revised and replaced with attune revision on (B)(6) 2022. Patient had original primary surgery in 2018. After initial primary surgery patient had knee stiffness with limited flexion (<90 degrees). Had multiple (x4) mua's (manipulation under unaesthetic) which did not fix the issue of stiffness. X-ray showed some signs of possible tibial loosening (lucent lines & subsidence). During removal of primary implants in revision surgery it was noted that the femur was well fixed but was sitting somewhat anterior? (Patello femoral stuffing contributing to stiffness) however the tibia was somewhat loose particularly anteriorly. Femur, tibia & insert removed. Femur downsized to a size 4 to open flexion gap. Flexion extension gaps equalized. Rp stemmed femoral & tibial component used with posterior stabilized insert. Knee range of motion was past 90 degrees . Did the patient experience a post-op device malfunction? No. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes. Facility name of original implant: (B)(6). Was device explanted? True. Hardware/explant removal due to: pain & stiffness. Did patient require revision surgery? True. If yes, date of revision surgery: (B)(6) 2022. Reason for revision surgery: pain & stiffness; loose tibia. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: no. (B)(4): device property of: none. Device in possession of: none. (B)(4): device property of: none. Device in possession of: none. (B)(4): device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI # is unavailable. Dmf# - 13704. Trade name: gentamicin sulphate. Active ingredient(s): gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.